Event description:
It has been reported to philips that the fluoroscopy cannot be started and x-ray was not possible. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was performed when the issue happened. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system and identified the fluoroscopy cannot be started and x-ray was not possible. After reviewing log file, fse found image storage board (isb) was defective. Fse replaced image storage board (isb) and sata imaging hd. After replacement of the image storage board (isb), the system was returned to use in good working order. The codes were updated based on the investigation outcome.